Event description:
It was reported that the patient never had therapeutic effect. Many reprogrammings were attempted without resolution. Impedances were within normal limits and x-ray results were unknown. No malfunctions were seen and the entire system was explanted. Patient outcome was unknown.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37092, lot# 267130002, implanted: (B)(6) 2011, product type accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013. (B)(4). Analysis of the neurostimulator model 37702 serial nkl717538h found no significant anomalies, the ins was functionally ok. Analysis of the lead model 39565-65 serial (B)(4), found conductors broken from overstress / damage 6.5 cm from the distal end.